Event description:
It was reported that high, out of range pacing lead impedance and no sensing were observed. The pocket was opened and the lead was removed from the header, cleaned and reinserted which resulted in normal measurements. Subsequently, the patient presented to clinic again with a reoccurrence of high pacing lead impedance and no sensing. Patient was given a lifevest and lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.